Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment results: the customer reported event of a xia lp polyaxial screw breakage was confirmed via a visual inspection. A manufacturing review was done and there were no manufacturing issues or deviations found. Before the patient underwent the revision surgery with the xia lp on (B)(6) 2013, it was confirmed via x-rays that the screw was fractured. Due to the history of this type of breakage it is possible that fusion of the spine did not occur. As a result, the implant experienced prolonged cyclic loads that were likely to have eventually caused it to fatigue. These implants are finite and cannot be expected to indefinitely withstand the activity level and normal load of healthy bones. These implants are meant to provide fixation and some temporary support, but cannot be expected to bear the full load of the spine. Conclusion: the exact cause of the screw breakage could not be determined and is likely multifactorial.

Event description:
It was reported that "before, the patient underwent the surgery with the xia lp. On (B)(6) 2013, the surgeon confirmed x-ray. And he found that the screw broke. Therefore, the surgeon is planning the revision surgery. The sales rep is confirming detailed information now."

Event description:
It was reported that "before, the patient underwent the surgery with the xia lp. On (B)(6) 2013, the surgeon confirmed x-ray. And he found that the screw broke. Therefore, the surgeon is planning the revision surgery. The sales rep is confirming detailed information now."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.